Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. Additional data: d4 and h4.

Event description:
It was reported that there were accuracy issues during a case when using the small pointer.

Event description:
It was reported that there were accuracy issues during a case when using the small pointer.